Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A patient profile form was received that the patient had a CT scan her ivc filter had embedded and was unable to be removed about six (6) years since its implantation. There were no documented retrieval attempts. The patient claims to have suffered pain due to these complications. These injuries have caused emotional distress, mental anguish, anxiety and stress. A medical record also received indicates the patient had a follow up visit for evaluation of the filter and was negative for acute deep vein thrombosis (dvt) in left lower extremity. The record states that the patient had a history of lower extremity dvt and the filter was placed pulmonary embolism. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the information provided the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment and caused injury and damages to the patient. The information indicated that as a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment and as a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffered, and other damages. The is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems in as short a period as 12 days. Without images or procedural films for review the reported retrieval difficulty could not be confirmed or further clarified. Clinical factors that may have influenced any reported events include underlying patient co-morbidities, pharmacological and lesion characteristics. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' optease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, embedment, and caused injury and damages to the patient. The patient is also reported to be experiencing right groin pain, emotional distress, mental anguish, anxiety and stress. The indication for the filter implant was a pulmonary embolism (pe). The filter was placed via the right common femoral vein and placed in the infrarenal position. There were no reported complications. According to the medical records the patient also has a history or left lower deep vein thrombosis (dvt). Approximately six years post implant the patient sought evaluation out of concern that the filter needed to be removed. The physical exam of the patient was unremarkable. The records were reviewed and discussed with the patient and the recommendation was to perform an x-ray of the abdomen every six months to ¿check the integrity of the filter since the optease filter that is in was a retrievable filter, but only if it was removed within twelve days of implantation. It has been six years now.¿ a bilateral venous duplex ultrasound of the legs was ordered, and results were negative for an acute dvt in the left lower extremity. The product was not returned for analysis and the sterile lot number provided is invalid; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Without the procedural films or post-placement imaging the reported event of embedded of the inferior vena cava (ivc) filter could not be confirmed or further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.